Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the telemetry transmitter is randomly being discharged. He said that on one transmitter, for some reason it is getting discharged. The staff stated that none of them are discharging the patient. Tech support (ts) had advised to reboot the central nurse's station (cns) and the remote network station (rns) first and if that did not work to reboot the multiple patient receiver (org). The bme stated that they have not had an issue since they rebooted the cns and the rns. The cns-6201a is an end-of-life device. No patient harm was reported. Investigation conclusion: we were able to confirm the reported issue, based on the reported information. However, we were unable to determine a definitive root cause, as the issue is user dependent. However, based on the available information, it is possible that the issue was due to a user related error, or an intermittent network connectivity and/or software related issue. Based on the reported information, the system/device is currently working normally, without any further issues reported to date. Although we were unable to determine a definitive root cause of the issue, we have identified some potential causes of the issues where the cns is not displaying patient information and/or patient information disappears or the patient is discharged, (including app advisory error message issues). Potential causes: we have identified some potential causes of issues with the cns not displaying patient information and/or patient information disappears, or a patient is being randomly discharged, (including app advisory error messages), which are typically due to, but are not limited to, user related setup error issues and/or software/network/connectivity/environmental/it (information technology) issues, or damage to the device or its components. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device. Attempt #1: 01/23/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter is randomly being discharged. He said that on one transmitter, for some reason it is getting discharged. The staff stated that none of them are discharging the patient. Tech support (ts) had advised to reboot the central nurse's station (cns) and the remote network station (rns) first and if that did not work to reboot the multiple patient receiver (org). The bme stated that they have not had an issue since they rebooted the cns and the rns. The cns-6201a is an end-of-life device. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter is randomly being discharged. He said that on one transmitter, for some reason it is getting discharged. The staff stated that none of them are discharging the patient. Tech support (ts) had advised to reboot the central nurse's station (cns) and the remote network station (rns) first and if that did not work to reboot the multiple patient receiver (org). The bme stated that they have not had an issue since they rebooted the cns and the rns. The cns-6201a is an end-of-life device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter is randomly being discharged. He said that on one transmitter, for some reason it is getting discharged. The staff stated that none of them are discharging the patient. Tech support (ts) had advised to reboot the central nurse's station (cns) and the remote network station (rns) first and if that did not work to reboot the multiple patient receiver (org). The bme stated that they have not had an issue since they rebooted the cns and the rns. The cns-6201a is an end-of-life device. No patient harm was reported.